Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/27/2016 a medtronic representative, following-up at the site, reported that the biomed representative stated this problem occurred three times in the operating room (or) during testing and suspected bad fuses were originally replaced by their department on the imaging system when the fuses first went out. The biomed representative replaced the 20 amp fuses and the imaging system is running properly. On 08/03/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative discussed the possible causes of these fuses blowing with the site biomed representative. Recommendations were made to mitigate this issue in the future, however, the fuses blowing is a normal operation of the system. These fuses are there to protect the internal components of the view station from external voltage and current surges. As the imaging system is working fine, there should not be anything wrong with the internal components of the imaging system. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site biomed representative reported that their imaging system 20 amp fuses were not functional. No further details regarding the issue were provided. This occurred during testing and there was no patient present when this issue was identified.